Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the failure of the cable due to excessive force such as bending and/or twisting being applied to the cable during use, transportation, installation and/or reprocessing. Olympus stated the appropriate handling of otv-s7h-1n and the counter measures against abnormalities in the instruction manual of otv-s7h-1n.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon (the endoscopic image was not displayed) was caused by the failure of the cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the camera cable of the subject device was damaged. On (B)(6) 2021, during the incoming inspection for repair at olympus service operation repair center (sorc), it was found that the endoscopic image was not displayed. There was no report of patient injury associated with the event.